Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure was completed to treat an off-label persistent atrial fibrillation. Pulmonary veins, posterior wall and 2 cardioversions were performed successfully and the procedure was completed without issues. The patient was discharged the same day. Around two weeks after the procedure, the patient was found unresponsive at home, resuscitation was attempted but without success.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure was completed to treat an off-label persistent atrial fibrillation. Pulmonary veins, posterior wall and 2 cardioversions were performed successfully and the procedure was completed without issues. The patient was discharged the same day. Around two weeks after the procedure, the patient was found unresponsive at home, resuscitation was attempted but without success.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field h6 patient code: appropriate term / code not available e2402 replaced with no clinical signs, symptoms or conditions e2403.